Event description:
The customer reported that the air/water channel of the subject device was blocked. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found foreign material clogging the air/water nozzle. This report is being submitted for the presence of foreign material found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, a leak was observed in the biopsy/instrument channel. The light guide tube was buckled at the boot on the body control unit side and inflated during leak test. The flexibility adjustment had play, and the angulation was out of specification. The up/down and right/left knobs had play. The distal end plastic cover had blunt scratches. The objective lens had blunt scratches. Two light guide lenses had minor chips on the edges, and one lens had a crack. The rubber adhesive was peeling, and the scope connector label edges were loose. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation and the available information, a root cause could not be determined. Olympus will continue to monitor field performance for this device.